Event description:
Boston scientific received information that this implantable defibrillation lead exhibited oversensed noise resulting in pacing inhibition for 2.5 seconds. It was reported the patient is pacer dependent. All diagnostics were good and noise could not be reproduced in clinic. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 15 centimeters (cm) from the terminal pin. Resistance completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.